Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The distributor stated that the customer reported that during priming, a return line air detector(rlad) failure occurred. Per the customer, the disposable set was loaded properly, however,the only option was to unload the disposable set. A new disposable was loaded and the procedure was successfully completed. Patient information is not available at this time. Patient outcome is not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The customer initially stated that they received a return line air detector (rlad) alarm. However, during customer follow-up it was determined that the alarm they received was a device fail-safe alarm.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the serial number pertaining to this event,therefore no device history record or service history could be evaluated. It was not possible to determine whether or not the device has a repeated incident. Root cause: the root cause of this failure was undetermined.

Event description:
The customer declined to provide additional procedural details for this event.